Event description:
The customer reported a red line appears in middle of the screen. There is no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.